Event description:
On (B)(6) 2013, the following info was reported to kci by the nurse: due to the pt's non-compliance with dressing changes, the dressings have not been changed in a week. The nurse reported that a foreign material alleged to be v.a.c. Granufoam dressing was adhered to the pt's wound. On (B)(6) 2013, the following info was reported to kci by the nurse: on (B)(6) 2013, the pt underwent sharp debridement in order to remove the foreign material. The pt continued to receive v.a.c. Therapy.

Manufacturer narrative:
Based on info provided, it appears that pt noncompliance with dressing changes resulted in tissue adherence of a foreign material alleged to be v.a.c. Granuforam dressing. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identify. The report is being filed due to possible user error. Device labeling, available in print and online, states: v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. Dressing changes - wounds being treated with the v.a.c. Therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c. Dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds much be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the pt's clinical presentation, rather than a fixed schedule.